Event description:
The customer reported that there was a red spo2 desat alarm, but no audible alarm. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the patient information center ix, indicating there was a red spo2 desaturation alarm, but no audible alarm. The device was in clinical use during the event. Logs were pulled and analyzed by the philips field service engineer (fse). The logs indicate that the there was a red alarm and someone was acknowledging it, causing the alarm to turn off. The fse also confirmed the logs showing the unit they were monitoring is on multiple locations and determine that could be the cause of the issue. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was confirmed. Based on findings provided by the engineer, the customer only requested to understand the alarm behavior, why the alarm was showing and not sounding. The customer is taking the responsibility to address the use error with their staff and would reach out to philips if needed.